Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported impact to customer's blood glucose level. No additional patient or event information was available. A replacement pump was sent to the customer.